Manufacturer narrative:
1. The customer returned 1 photo, no actual sample. The photo shows that the joint of the prn and the pp connector is leaking, and the crack at the interface of the prn cannot be identified from the photo. 2. DHR/bhr review(lot#3052739): 1) this batch of products were assembled at intima ii auto line 2 in april 2023, and packaged at cfs package line in april 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 3059803, 3059802, 3083075, 2179428, 2206398, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, no leakage is found at the joint of the prn and the pp connector, please see attachment pr # (B)(4) for the test report. No cracking is found at the interface of the prn, please see attachment (B)(4) for the photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, the crack at the interface of the prn cannot be identified from the returned photo, and the defective sample is not returned, so the root cause the complaint defect cannot be determined. The plant will continue to pay attention to such defects.

Event description:
The patient's admission diagnosis: 1. Mycoplasma pneumonia 2. Hereditary spherocytosis (with mild anemia). He was admitted to the hospital on (B)(6) 2023. After admission, anti-infection, antipyretic and other infusion treatments were given. The nurse followed the doctor's instructions and immediately placed a venipuncture cannula in the dorsal vein of the right hand for infusion. After the puncture was successful, she saw blood leaking from the heparin cap. She immediately clamped the tube and unscrewed the heparin cap and found a crack at the interface of the heparin cap. She immediately replaced it with a new one. Heparin cap was used and the infusion went smoothly without any adverse effects on the patient. (There is a risk of blood contamination due to product quality issues).

Event description:
It was reported that the bd intima-ii closed IV catheter system had a crack causing leakage. The following information was provided by the initial reporter, translated from chinese to english: 1. Mycoplasma pneumonia 2. Hereditary spherocytosis (with mild anemia). He was admitted to the hospital on (B)(6) 2023. After admission, anti-infection, antipyretic and other infusion treatments were given. The nurse followed the doctor's instructions and immediately placed a venipuncture cannula in the dorsal vein of the right hand for infusion. After the puncture was successful, she saw blood leaking from the heparin cap. She immediately clamped the tube and unscrewed the heparin cap and found a crack at the interface of the heparin cap.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.